Event description:
Inbound. Patient reported both cadd legacy pumps alarming no disposable with remodulin cassette that had started 12 previously, and res volume 78.5 ml. Changed to new cassette and pump alarm resolved. The lot number 4196398. No further details provided.